Event description:
The following was reported by the pt's attorney: on (B)(6) 2004 - pt underwent ventral hernia repair with composix kugel. On (B)(6) 2005 - pt underwent ventral hernia repair with a second piece of composix kugel. On (B)(6) 2009 - pt presented to hospital with complaints of abdominal pain and swelling. The pt underwent laparoscopic mesh repair. Surgeon found that the mesh of one or both of the composix kugel patches had inverted and the polypropylene component of the mesh had adhered to the small bowel. On (B)(6) 2009 - pt presented to ER with abdominal pain, chills and fever. On (B)(6) 2009 - surgeon noted a large abscess likely caused by the mesh (of one or both of composix kugel patches) eroding into the small bowel. Pt was suffering sepsis secondary to intra-abdominal abscess with probable mesh infection. Pt underwent laparoscopic surgery with segmental small bowel resection and closure of mesh enteric fistula. On (B)(6) 2009 - pt presented to ER with weakness and fever and underwent another surgery for the drainage of an abdominal wall abscess that was caused by one or both or the composix kugel patches. On (B)(6) 2009 - pt underwent surgery for a recurrence of her fistula. During the surgery, a 2 cm long clear plastic rod, consistent with the "memory ring" of one of the composix kugel patches was removed. On (B)(6) 2009 - pt presented to hospital as a result of a recurrent abdominal wall abscess. On (B)(6) 2009 - pt underwent two further surgeries during which a large bile stained composix kugel patch was explanted. The attorney alleges the pt has suffered serious and permanent injuries and damages.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device eval. This MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. Although medical records have not been provided, the attorney report alleges the pt developed a recurrence, infection, adhesions, abscess and a fistula formation, all of which are known adverse events listed in the product's instructions for use. A lot number was provided however it is not a valid number, therefore a mfg review is not possible. Additionally, no sample was returned for eval. A supplemental report will be submitted if/when add'l info is provided. With the currently available info, no conclusion can be drawn. Info related to the second composix kugel mesh implanted on (B)(6) 2005 will be reported in accordance with (B)(4).